Event description:
Device evaluation has been completed. The device was returned loose in the shelf carton. The slider was retracted 7.6cm. The backend wheel was rotated 1.4cm forward. The suprarenal stents and 3 stent ring were pre-deployed when the device was returned. The graft cover appeared stretched 28cm from the edge of graft cover, which verifies the deployment difficulties. A residue was noted on the sleeve of the taper tip. The residue may have contributed to the deployment difficulties, but could not be verified during evaluation of the device. The residue is possibly mdx coating. The mdx residue likely transferred from the graft cover to the sleeve. Excess residue of mdx coating is the likely cause of the deployment difficulties.

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. The stent graft delivery system was advance to the intended landing zone. It was reported that during deployment, the stent graft would not deploy. The blue delivery system handle was completely rotated however the graft cover did not move. The delivery system was then removed from the patient without issue or injury and the stent graft was still covered. Upon later examination by the physician several hours after the procedure, the stent graft had partially deployed on its own (the handle was left completely retracted). The physician elected to complete the case with another endurant delivery system. The stent graft delivery system has been returned and the analysis is pending. No clinical sequelae were reported, and the patient is fine. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (deployment failure), (pending device evaluation). Evaluation, conclusion: (pending device evaluation).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.